Manufacturer narrative:
No further information has been provided to date. This investigation will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited noise and oversensing during routine follow-up. Lead measurements were found within normal limits though a slight increase in pacing impedance was observed. Boston scientific technical services (ts) reviewed device data and confirmed the presence of non-sustained episodes inappropriately stored to the device as the result of oversensed noise. There were not observed instances of inappropriate therapy though it is unknown if oversensing resulted in pacing inhibition and asystole of 2 seconds or greater. Ts suggested additional testing such as performing daily activities, isometrics, and pocket manipulations to test for noise or impedance fluctuations. Information was later received indicating the physician elected to reprogram the ICD to aai mode and monitor only. A subcutaneous implantable cardioverter defibrillator (s-ICD) was then implanted without revision of the transvenous system. No adverse patient effects were reported.